Event description:
"Surgeon, (B)(6), was performing a lap chole and device ca080 would not allow all clips to be delivered."

Manufacturer narrative:
The incident device has not been received for evaluation. Upon receiving and evaluating the incident device, a f/u report will be generated and submitted.